Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed however, the arp refurbish record was reviewed and no deviations that could have caused or contributed to the reported issue. Olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the likely cause of the reported event is due to the endo therapy accessories inserted in biopsy channel were broken while the user was handling the device. As a result, the broken accessories clogged in the channel. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the instrument channel. The event can be prevented by following the instructions for use (IFU) which state: ¿if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during the decontamination process post procedure, the uretero-reno videoscope had a stone in the tip. This scope was cleaned and disinfected following the normal protocol of the facility, however, the cleaning brush could not go all the way through the scope. The brush was stopped by the stone. There were no issues during the previous processing. The scope was not used in another procedure after the stone was found. No patient injury reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. A clog, which appeared to look like a broken forceps tip or brush inside was found in the channel at the bending section area at fifty (50) to fifty-five (55) centimeters from distal end. The brush passage could not be passed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.